Manufacturer narrative:
Date of event: exact date unknown, event occured shortly after implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20390212/5141685/5141688.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads will not be returned.